Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 1 year. Patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the clinician requested an urgent review of the patient¿s system controller log file. No clinical symptoms were reported. During review of the submitted log file, a representative of the manufacturer¿s technical services observed pump stoppages recorded on (B)(6) 2017. This type of behavior had been previously linked to potential issues with the percutaneous lead. The events appeared to occur on both power module and battery support. On (B)(6) 2017 technical services representatives performed phase interrupter tests, and no open wires were found. Upon reconnecting the percutaneous lead to the system controller, the system controller displayed a yellow wrench alarm and operated in backup mode. A system controller exchange was performed without issue. A distal end percutaneous lead (driveline) replacement was performed beginning approximately 2 inches from the driveline skin exit site. Post replacement all tests passed and the system was tethered to a grounded patient cable without issue.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that could have contributed to the observed pump stoppage while the system controller was connected to the power module. The evaluation of the submitted system controller log file confirmed pump stoppage while connected to battery power; however, a cause of the pump stoppage could not be determined through this evaluation. Approximately 19.5 inches of the external portion/distal end of the percutaneous lead (driveline) was returned. The pins of the metal connector were free from deformation. Segments of all six wires were also returned, measuring approximately 2 to 2.5 inches, which appeared unremarkable. Damage to the outer silicone jacket was observed approximately 12 inches from the metal connector. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities; however, a short to shield was able to be induced in the brown wire by manipulating the driveline at the location of the outer silicone jacket damage (approximately 12 inches from the metal connector). Damage to the underlying bionate layer was also observed at this location. Minor metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5 inches, 5.5 inches, 9.5 inches and 12.5 inches from the metal connector. Visual inspection of the underlying wires revealed a breach in the insulation of the brown wire approximately 12 inches from the metal connector (at the location of the silicone and bionate damage). The observed insulation breach appeared consistent with mechanical damage. In addition, the black and brown wires were kinked approximately 5.5 inches from the metal connector. Hipot testing of the remainder of the driveline did not reveal any additional current leakage through the insulation of the wires. If the exposed conductors of the brown wire made contact with the metal braided shield while the system controller was connected to a tethered power source, the resulting electrical short to ground could have caused the pump stoppage on the power module observed in the submitted system controller log file. A specific cause for the pump stoppage while connected to battery power could not be determined through this evaluation. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.